Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had scope communication error e226. The issue occurred during an unspecified diagnostic procedure. The intended procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the information obtained the reproduction of the phenomenon was not confirmed therefore the root cause, neither the cause of the occurrence could be determined. Olympus will continue to monitor field performance for this device.